Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced hallucinations, paranoia, and delusions immediately after deep brain stimulation (dbs). It was noted the patient's tremors were gone.

Event description:
Additional information received from a consumer indicated the issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.